Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp's) fiber optic is not being captured. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
The event site name in is shortened due to field character limit. The full name is (B)(6). Type of investigation not yet determined: testing of device by a getinge field service engineer is anticipated but not yet begun. A supplemental report will be submitted when additional information is provided.

Event description:
N/a.

Manufacturer narrative:
Fse reported that he was not able to reproduce the issue stated by the customer. Fse performed a full pm check and verified the fo module was working properly. Fse performed all test and calibrations per manufacture specifications, unit has passed all test and is now ready for clinical use.